Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured during filling. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Event description:
Customer tested 7.7 mmol/l on the performa system and administered penmix 30. Ten to fifteen minutes later customer became sweaty and collapsed. Ambulance was called; customer tested 2.1 mmol/l on professional device 30 minutes after result of 7.7 mmol/l. It was not provided if customer received professional medical treatment. After regaining consciousness, customer consumed 12 jelly beans a bowl of rice and some sandwiches. Low blood glucose symptoms improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).